Event description:
It was reported that the patient faced infusion set adhesive issue event on 24 feb 2026. The patient reported infusion set fell off during use due to sweating.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).